Event description:
It was reported that the ventilator generated a technical error indicating a power error. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #: 260342.

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.